Manufacturer narrative:
Sc-2218-50, sn (B)(4): device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. The lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at some contacts. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50, sn (B)(4): device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. The lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. It appeared to be a result of fatigue. The broken cables resulted in the reported complaint of high impedance. Sc-1110-02, sn (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. Sc-4316 device evaluation indicated that one of the click anchors has torn eyelets. The other anchor exhibited normal characteristics.

Event description:
A report was received that the patient underwent a revision due to high impedances. During the revision, the patient's leads, ipg and clik anchor were explanted and replaced with new ones. Lead malfunction was suspected. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision due to high impedances. During the revision, the patient's leads, ipg and clik anchor were explanted and replaced with new ones. Lead malfunction was suspected. The patient was doing well following the procedure.